Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using lyumjev insulin. Tandem customer technical support informed customer that lyumjev insulin is off label per the tandem user guide. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was 411 mg/dl with ketones. Ketone level was identified as life threatening by a healthcare provider. The customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged (B)(6) 2026.